Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed; however, the device operated within specification. A probable cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).